Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet appeared to shut down during navigation while away from a charger, after which the user later placed the device on the charger and it powered on with a solid blue charger light and showed charging; the issue was resolved with charging guidance consistent with troubleshooting for a power or battery-related device performance concern involving the external charger and device power subsystem. Symptoms included no adverse clinical effects and a reported blood glucose of 80 mg/dl without hypoglycemic or hyperglycemic symptoms. Outcomes included no injury, no medical intervention, and no interruption of therapy beyond the brief period before charging. Investigation included technical support assessment and user-led troubleshooting. Investigation of this case revealed that the device functioned as designed once connected to power and that user error in powering off without immediate access to a charger likely contributed. It was concluded that the event was not device-related from a malfunction standpoint and that normal operation resumed with correct charging.